Event description:
It was reported that during a scheduled retrieval of an ivc filter, angiography demonstrated that the filter had migrated caudally and a few filter limbs appeared to be perforating the wall of the vena cava. However, no extravasation was noted. The physician decided not to retrieve the filter at this time. Reportedly, the patient had abdomen pain three days post implant, however, there was no treatment performed at that time.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The device remains implanted within the patient. Therefore, a device evaluation could not be performed. The investigation is currently underway.